Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken. A circular portion of the ceramic tip is broken. A circular portion of the ceramic tip remains secured inside the end of the sheath tube. There is presence of adhesive around the ceramic tip. Numerous dents are noted along the entire length of the steel tube. Photos have been taken of the returned unit. Conclusion: a common cause for the breakage is excessive lateral force on the instrument during insertion or removal from the cysto sheath. This mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Another noted cause has been determined to be customer abuse that occurs, due to mishandling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers. Warranty has been denied due to customer mishandling.

Event description:
During a turp procedure, the ceramic tip of the inner sheath detached, and fell into the patient. The tip was retrieved from the patient with no patient harm. As this occurred at the end of the procedure, the surgery was completed with no further incident.